Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient was running 24-hour methotrexate and was approximately 20 hours into infusion (with sodium bicarbonate fluids running at the same time). Parent pressed call light and reported that the patient's implanted port was hurting her. Rn paused methotrexate and sodium bicarbonate and assessed the port site. The dressing was taught due to localized edema at the site, and the patient's shirt was wet over the site. It was suspected to be infiltrated and the provider came and assessed and agreed. Port was de-accessed and heat was applied to the site.